Event description:
It was reported that the implantable loop recorder showed more than 13,000 asystole episodes and 88 bradycardia episodes. It was noted that some of the episodes occurred during an MRI scan. It was also reported that the device was undersensing. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.